Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 600 mg/dl. A manual insulin injection was administered to address bg level. Troubleshooting with tandem technical support indicated that the pump shut down due to the customer not charging the pump. The customer continued to use the pump for insulin therapy.